Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent salpingectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding"), pelvic adhesions ("other injury(ies) or complication (s) please describe: lysis of adhesions."), endometriosis ("surgery (other) type of surgery: fulguration of endometriosis") and multiple sclerosis ("ms/ ms symptoms / autoimmune disorder type of disorder: ms (multiple sclerosis).") In a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (live birth: (B)(6) 2003), cervical conization, endometriosis, ankle operation, elbow operation, knee operation, oral surgery, ex-smoker, uterine dilation and curettage and tubal ligation. Previously administered products included for birth control: yazmin. Concurrent conditions included abdominal pain, panic attacks, drug allergy, nervousness, alcohol use, anxiety, allergic reaction to analgesics, food allergy, seafood allergy, pelvic adhesions, haemorrhagic ovarian cyst and gastroesophageal reflux disease. Family history included diabetes mellitus (mother), malignant breast neoplasm (paternal aunt), breast cancer (cousin) and colon cancer (grandmother paternal). Concomitant products included codeine phos.w/guaifenesin/pheniramine mal. (Robitussin with codeine) for cough and upper respiratory infection as well as amoxicillin, ibuprofen (motrin) and omeprazole since 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("legs, feet pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced rash ("rashes/ allergic or hypersensitivity reaction. Type: allergic reaction (rash)"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant), fatigue ("fatigue") and visuospatial deficit ("vision/eye problems type: visuospatial ability"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), spondyloarthropathy ("sacroiliac joint dysfunction") and visual impairment ("vision/ eye problems"). The patient was treated with surgery (bilateral salpingectomy), surgery (lysis of adhesionsc) and surgery (fulguration of endometriosis). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the multiple sclerosis had resolved. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, bladder disorder, urinary tract disorder, tooth disorder, gastrointestinal disorder, allergy to metals, spondyloarthropathy, dyspareunia, fatigue, visual impairment, dysmenorrhoea, pain in extremity and back pain had resolved and the pelvic adhesions, endometriosis, depression, anxiety and visuospatial deficit outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, multiple sclerosis, pain in extremity, pelvic adhesions, pelvic pain, rash, spondyloarthropathy, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and visuospatial deficit to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. On (B)(6) 2016, she had operation performed: diagnostic laparoscopy, bilateral salpingectomies, fulguration of endometriosis, lysis of adhesion, hysteroscopy with removal of bilateral essure devices. She did not retain the essure device or any portion of it, after essure removed. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2008, the essure device was placed in the right and left ostia. On the right side were placed 3 coils and on left side were placed 7 coils. Most recent follow-up information incorporated above includes: on 2-oct-2018: new pfs received- new events added: psychological or psychiatric problems condition: depression, anxiety, mental anguish, surgery (other) type of surgery: fulguration of endometriosis. Vision/eye problems type: visuospatial ability, other injury(ies) or complication (s) please describe: lysis of adhesions , heavy bleeding were added. Outcome of event heavy bleeding from unknown to recovered/resolved was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and multiple sclerosis ("ms/ ms symptoms") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (live birth: (B)(6) 2003), cervical conization, endometriosis, ankle operation, elbow operation, knee operation, oral surgery, ex-smoker, uterine dilation and curettage and tubal ligation. Previously administered products included for birth control: yazmin. Concurrent conditions included abdominal pain, panic attacks, drug allergy, nervousness, alcohol use, anxiety, allergic reaction to analgesics, food allergy, seafood allergy, pelvic adhesions and haemorrhagic ovarian cyst. Family history included diabetes mellitus (mother), malignant breast neoplasm (paternal aunt), breast cancer (cousin) and colon cancer (grandmother paternal). Concomitant products included codeine phos.w/guaifenesin/pheniramine mal. (Robitussin with codeine) for cough and upper respiratory infection as well as amoxicillin and ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("legs, feet pain") and back pain ("back pain"). In september 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti"), rash ("rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), spondyloarthropathy ("sacroiliac joint dysfunction"), fatigue ("fatigue"), visual impairment ("vision/ eye problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 4-nov-2016. In november 2016, the multiple sclerosis had resolved. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, bladder disorder, urinary tract disorder, tooth disorder, gastrointestinal disorder, allergy to metals, spondyloarthropathy, dyspareunia, fatigue, visual impairment, dysmenorrhoea, pain in extremity and back pain had resolved. The reporter considered allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, multiple sclerosis, pain in extremity, pelvic pain, rash, spondyloarthropathy, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. On (B)(6) 2016, she had operation performed: diagnostic laparoscopy, bilateral salpingectomies, fulguration of endometriosis, lysis of adhesion, hysteroscopy with removal of bilateral essure devices. She did not retain the essure device or any portion of it, after essure removed. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2008, the essure device was placed in the right and left ostia. On the right side were placed 3 coils and on left side were placed 7 coils. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- patient was recovered from the events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and multiple sclerosis ("ms/ ms symptoms") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (live birth: 06-aug-2003), cervical conization, endometriosis, ankle operation, elbow operation, knee operation, oral surgery, ex-smoker, uterine dilation and curettage and tubal ligation. Previously administered products included for birth control: yazmin. Concurrent conditions included abdominal pain, panic attacks, drug allergy, nervousness, alcohol use, anxiety, allergic reaction to analgesics, food allergy, seafood allergy, pelvic adhesions and haemorrhagic ovarian cyst. Family history included diabetes mellitus (mother), malignant breast neoplasm (paternal aunt), breast cancer (cousin) and colon cancer (grandmother paternal). Concomitant products included codeine phos.w/guaifenesin/pheniramine mal. (Robitussin with codeine) for cough and upper respiratory infection as well as amoxicillin and ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On 4-apr-2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("legs, feet pain") and back pain ("back pain"). In september 2014, the patient experienced allergy to metals ("nickel allergy"). On 17-oct-2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti"), rash ("rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), spondyloarthropathy ("sacroiliac joint dysfunction"), fatigue ("fatigue"), visual impairment ("vision/ eye problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 4-nov-2016. In november 2016, the multiple sclerosis had resolved. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, bladder disorder, urinary tract disorder, tooth disorder, gastrointestinal disorder, dyspepsia, allergy to metals, spondyloarthropathy, dyspareunia, fatigue, visual impairment, dysmenorrhoea, pain in extremity and back pain outcome was unknown. The reporter considered allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, menorrhagia, multiple sclerosis, pain in extremity, pelvic pain, rash, spondyloarthropathy, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. On (B)(6) 2016, she had operation performed: diagnostic laparoscopy, bilateral salpingectomies, fulguration of endometriosis, lysis of adhesion, hysteroscopy with removal of bilateral essure devices. She did not retain the essure device or any portion of it, after essure removed. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2008: total bilateral occlusion on (B)(6) 2008, the essure device was placed in the right and left ostia. On the right side were placed 3 coils and on left side were placed 7 coils. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2008 and stop date updated from (B)(6) 2016. Events vaginal haemorrhage, menorrhagia, urinary tract infection, multiple sclerosis, rash, bladder disorder, urinary tract disorder, tooth disorder, gastrointestinal disorder, dyspepsia, allergy to metals, spondyloarthropathy, dyspareunia, fatigue, visual impairment, dysmenorrhoea, pain in extremity, back pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.